Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issues. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure that the erbe was having an error, could not be reproduced. The unit was tested using davinci xi system and all instruments energized as expected and no errors were observed during evaluation. The unit failed the display test and will be returned to other equipment manufacturer (OEM) due to display issue. A log review confirmed the incisional hernia procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. The esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer stated that the erbe was getting an error for the grounding pad. The technical support engineer (tse) reviewed the logs and found no related errors. The customer stated neither the bipolar or the monopolar will fire. The tse reviewed artemis and noted neither arm 2 bipolar instrument and arm 4 monopolar instrument had any readings. The customer stated that both monopolar and bipolar had question marks on the screen and not the number of the arms. The tse had the customer power cycle the erbe and replace both monopolar and bipolar cable but the customer still had no number readings on the erbe. The tse had them try both ports for both power and still only question marks. The tse had the customer power cycle the system and remove the instrument power cables but the issue persisted. The tse had the customer bring in a force triad and hook it up and they were able to fire both monopolar and bipolar with the cables and instruments that were attached. The customer was continuing on with the case with the force triad. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the procedure was completed robotically. The customer informed that the iesu did not work properly at all during the procedure and the issue was not resolved. The system was inspected prior to use and no issues were noted during setup. The customer stated the intuitive surgical, inc. (Isi) fse noted that when service was performed on the system the previous day, the previous fse had not connected a cable. Patient demographic information was requested but unavailable.